Event description:
(B)(4) MDR - after an implantation time of about 46 months, a shock impedance >200 ohm was reported. The implant, explant and event dates were not provided. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
(B)(4) MDR.